Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, mildly tortuous, 90% stenosed proximal left anterior descending coronary artery. A 2.75x15mm trek balloon dilatation catheter (bdc) was advanced without resistance, and the balloon ruptured during the third inflation at 12 atmospheres. An unspecified balloon and unspecified xience stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.